Event description:
The hospital claims that the patch was implanted in 1999, for a left carotid endarterectomy procedure in which the pt also received a pruit-inhara shunt. In 1999, the pt was re-admitted to the hosp for drainage of a left-neck abcess, in which a "mod" (moderate) amount of staphylococcus aureus was found. The infection was treated with antibiotics (type unknown). The patch was left in. The pt is fine.